Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 7.2 cm descending distal thoracic aortic aneurysm and a 5.2 cm lower thoracic aneurysm. Aneurysm and vessel morphology were not reported. This patient was part of the study. It was reported that the stent graft was implanted just to the left of the common carotid artery. The physician then changed to the left side, the patient had a larger access diameter. The physician implanted two more thoracic grafts. It was reported that the physician experience a slight resistance while removing the sheath, however, the physician inserted a reliant balloon and a z-med balloon for modeling of the stent graft system. The balloons were removed without issue. The patient was closed, however, the pulse on the left side was weak. The physician performed an aortogram after placing a sheath in the left common femoral artery. It showed a small intimal flap on the right external iliac artery. The closed right common femoral artery was opened using an over-the-wire #4 catheter and the physician was able to get a small amount of an intimal flap easily using the fogerty catheter and the blood flow was restored. No additional information was provided.

Manufacturer narrative:
Other, medical intervention - evaluation results: (sheath). (Arterial trauma/dissection). Conclusion: other - lack of info (unk cause of dissection).